Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The cause of the low bg was undefined. The customer consumed carbohydrates to address the low bg. No additional information was provided. The customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.